Event description:
It was reported that the device was fractured during preparation. A 10mmx2.00mm wolverine cutting balloon monorail was selected for coronary angiography and stent implantation. During preparation, packaging was opened, and it was found that the device was fractured. The procedure was completed with another of the same device. No further complications were reported and the patient was stable after the procedure. However, device analysis revealed that a pinhole was observed in the mid-section of the balloon material.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual inspection of the hypotube shaft noted that it had multiple kinks and it was broken into 3 sections. The location of the breaks were 18.3cm distal to the distal end of the strain relief, the mid section break measured 64.4cm in total length and a break 59.9cm from the distal tip. No issues identified in the polymer shaft. A kink was identified in the mid section of the balloon. A detailed microscopic examination of the balloon noted that it did appear to have been subjected to positive pressure. A pinhole was observed in the mid section of the balloon material just distal to one of the proximal blade segments. No damage was present in the blade 1. The blade and pad were fully bonded on the balloon. Blade 2 shows proximal section of one of the distal blades had a segments broken off, however the pad was fully intact and the distal section was broken. The break in the blade is less than 1mm in length and it did not return. Blade 3 shows proximal section of one of the distal blades had a segments broken off, however the pad was fully intact and the distal section was broken. The break in the blade is less than 1mm in length and it did not return. No issues identified in the tip. A microscopic examination of the proximal and distal markerbands identified no damage.